Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 30 mg/ml dilaudid at 7.497 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient experienced a loss of therapy. A dye study was done and it was found that the catheter was broken. It was reported that the patient would be scheduled for a catheter revision. The issue was not resolved and the patient's status was noted as "alive-no injury." No further complications were reported.